Manufacturer narrative:
Exemption number e2015048. The patient isolate from urine was submitted by the customer for esbl evaluation. Identification of the organism was confirmed, and testing included both the customer lot and a random lot of vitek® 2 ast-gn73 cards. Clsi esbl disk testing, which is the reference method for the vitek® 2 esbl test, was also performed. On both ast-n73 card lots tested, a negative esbl result was obtained. Clsi esbl disk testing was also negative, so card and reference method are in agreement. A complaint history review was completed for this issue during the last 13 month timeframe and no implication of a trend was observed. The investigation concluded the vitek® 2 ast-gn73 cards are performing as intended.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. Exemption number e2015048. A customer in the united states contacted biomérieux to report discrepant esbl (extended spectrum beta lactamase) results for escherichia coli in association with the vitek® 2 ast-gn73 test kit. The customer obtained a urine sample and a blood sample from a female patient. Both isolates were identified as escherichia coli. The blood isolate reported esbl -. The urine isolate reported esbl +. Although the susceptibility panels showed both isolates to be "very susceptible", the customer reported the more conservative esbl + result to the physician, indicating resistance to a larger spectrum of antibiotics. The patient's empiric treatment (not disclosed) was modified to meropenem while in the hospital and changed to invanz upon discharge. Upon questioning by the hospital pharmacy, the laboratory performed confirmatory testing (test method not disclosed) and obtained consistent esbl - results. The pharmacy was contacted and a corrected report was issued to the physician. The pharmacy de-escalated the patient treatment (new treatment not disclosed) based on the new result. Culture submittals were requested by biomérieux for internal investigation.